Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and it was noted that the housing for the door of the outflow tubing had fallen off of the device. It was further noted that the pins that secure the door handle housing were missing. Functional testing was not performed due to the damage to the device. The device information was read, and the total run time for the device was indicated to be 77 days, 14 hours, 18 minutes. The cause for the reported failure can be attributed to wear and tear incurred from extended usage in the field. Manufactured date: 2015-05.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/27/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-6480 arthroscopy pumps experienced issues. Sn:(B)(6) was very noisy, and sn:(B)(6) plastic cover over the wheel was about to fall off. This was discovered during the case with no patient harm.